Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a lead revision procedure there was evidence of sepsis. This pacemaker was explanted, re-sterilized and attempted to be re-implanted five days later. At the re-implantation procedure the device was not pacing or sensing properly and there was evidence of noise on both the atrial and ventricular channels. The device was not re-implanted and will be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection noted a hole in the right ventricular seal plug. Visual inspection of the lead barrels and case noted no anomalies. Visual and mechanical inspection of the set screws was performed and confirmed normal function. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.